Event description:
The customer reports having a faulty PICC line that has a knot in it. The user had trouble putting it in and then pulled it out and placed another PICC line in. When they pulled it out, it was basically in a knot. No medical intervention required for patient. Faulty line removed intact.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports having a faulty PICC line that has a knot in it. The user had trouble putting it in and then pulled it out and placed another PICC line in. When they pulled it out, it was basically in a knot. No medical intervention required for patient. Faulty line removed intact.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, PICC catheter for analysis. Signs-of-use in the form of biological material was observed inside the extension line. Visual analysis revealed that the catheter body was knotted near the distal tip. Microscopic examination confirmed the knot. The knot was untangled. The catheter body appeared to be crushed in area where the knot was located. No other defects or anomalies were observed. The knot in the catheter body was located 37mm from the distal tip. After removing the knot on the catheter, the catheter body length from the juncture hub to the distal tip measured 20 1/16" , which is not within the specification limits of 19 1/2"-20" per the catheter graphic; however, it is being assumed that the catheter body became stretched at the area of the knotting. This caused the catheter body to fall slightly outside of the specification limits. The catheter body outer diameter (in an area that was not defective) measured .547", which is within the specification limits of .054"-.057" per the catheter extrusion graphic. After dislodging the knot in the catheter body, a lab inventory guide wire with the same diameter as the guide wire packaged within this finished good was passed through the catheter. Major resistance was observed where the knot was originally located; however, the guide wire was eventually able to pass completely through the catheter body. A lab inventory syringe will with water was attached to the distal extension line. The plunger was compressed, and water was observed slowly exiting the distal end of the catheter. Resistance was felt due to the damage created by the knot. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "minimize catheter manipulation after procedure to maintain proper catheter tip position". The report of a knotted catheter body was confirmed through complaint investigation. Visual analysis revealed a knot near the distal end. This knot completely occluded the catheter body. After dislodging the knot, the catheter body measured slightly out of specification; however, it was determined that this was likely due to crushed/stretched portion where the knot was located. This crushed area of the catheter body also created minor difficulties during functional testing; however, all functional tests were eventually met. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports having a faulty PICC line that has a knot in it. The user had trouble putting it in and then pulled it out and placed another PICC line in. When they pulled it out, it was basically in a knot. No medical intervention required for patient. Faulty line removed intact.